Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the metal piece which looked like a wire came off of the device. The piece was retrieved. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.